Manufacturer narrative:
The field service engineer found the customer had accidentally placed the clean cell bottle in the pre-clean solution position. The customer placed the bottles in the correct positions and performed primes. The customer ran calibration and qc with results within specifications. The investigation determined the actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t stat result from the cobas e 801 analytical unit. The initial result was 6 ng/l and was reported outside of the laboratory. The doctor questioned the result and another sample was drawn. The result from the redrawn sample was 10 ng/l. The original sample was then repeated and the result was 10 ng/l.